Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and pump error alarm. Customer stated that insulin pump had blank display but after trouble shooting issue was resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black customer complained about blank screen found on the event (B)(6) 2021. Device perform visual inspection and pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The insulin pump passed the self test, displacement test, active current measurement and sleep current measurement. The insulin pump was monitored for several hours and no blank display during testing. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage and loaded voltage were within specification range. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected low battery alarm. (B)(6) 2021 at 5:41:00 pm low_battery at 6:14:42 pm battery_removed. (B)(6) 2021 battery_removed at 10:22:20 am, 10:28:35 am, 10:28:42 am, 10:28:46 am, 10:29:04 am, 10:29:14 am, 10:29:21 am, 10:29:42 am, 10:29:57 am, 10:30:22 am, 10:30:38 am, 10:31:07 am, 10:32:12 am, 11:12:27 am, 11:13:35 am and11:14:12 am. 8/17/2021 batt_out_limit at 10:48:37 am and 10:48:48 am. Stuck button alarm was found and recorded at formatted history file on (B)(6) 2021 10:20:36 am. Device passed the keypad voltage test. Pump error 49 alarm was found and recorded at formatted history file on (B)(6) 2021 10:36:04 am. Not confirmed blank display and keypad unresponsive/button error alarm. However, confirmed pump error 49 alarm at the event date. Device passed required testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.